Event description:
On (B)(6) 2014, the customer reported that this pt presented with high threshold and high pacing impedance measurements. Insulation damage was suspected due to subclavian crush. A revision procedure was performed and the leaks were unsuccessful and they were surgically abandoned. No adverse pt effects were reported.

Manufacturer narrative:
The lead was surgically abandoned, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The MFR contacted the customer to confirm the implant date of this lead. The customer is uncertain of the implant date and provided info that was speculative which could not be confirmed, therefore, we consider the implant date as unk.